Event description:
Major pump unit(s) involved: blood pump; a cracked irreplaceable and irrevocably damaged rv.specific component(s) involved: a cracked irreplaceable and irrevocably damaged rv.implant device type: rvad.

Event description:
Major pump unit(s) involved: blood pump.specific component(s) involved: other component malfunction.